Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with an scd pump. The customer states the power cord is frayed. The unit was sent to a covidien service center, upon triage a service technician found the power cord is damaged and showing bare copper wire on 115 vac wire and is an electrical safety hazard.